Event description:
During preventative maintenance of the device, the user reported the device failed to read/write to the flash cards. No other details regarding the nature of the event were provided. The monitor was originally returned for a "network 1" failure error message. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.